Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a burn occurred. An iceforce 2.1 cx 90 degree needle was selected for use in a cryoablation procedure to treat a renal tumor. During the cryoablation procedure, the wire from the needle was in contact with the patients skin. Due to the extremely low temperature of the needle, the patient experienced a freeze burn which was approximately 6x2cm in size. The burn was examined by a tissue viability nurse. There were no other patient complications and the patient is expected to fully recover. The procedure was completed. It was further reported that the patient could not feel the burn. There was no visible defect on the needle. However, the leads close to the needle had become very cold and frozen. They were directly on the skin and this went unnoticed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a burn occurred. An iceforce 2.1 cx 90 degree needle was selected for use in a cryoablation procedure to treat a renal tumor. During the cryoablation procedure, the wire from the needle was in contact with the patients skin. Due to the extremely low temperature of the needle, the patient experienced a freeze burn which was approximately 6x2cm in size. The burn was treated by being examined by a tissue viability nurse. There were no other patient complications and the patient is expected to fully recover. The procedure was completed.